Manufacturer narrative:
Based on the overall information currently provided in this report, there is no clear evidence that the jada system has caused or contributed to the occurrence of a potential malfunction and/or serious injury. The reported tachycardia (reported as "postpartum tachycardia") is confounded by the patient's underlying severe post-partum hemorrhage with a cumulative blood loss of 1700 ml noted prior to jada system insertion. Per the jada system IFU, "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding.", "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada." And "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding." Out of an abundance of caution, the company will report this case as a serious injury MDR.

Event description:
To the questions on the report asking, "did the patient experience a device or procedure related ae?" And "did the patient experience an sae, related or unrelated?", the answers were checked "yes". The crf contains a statement "postpartum tachycardia following jada removal". The subject of this report is a (B)(6) woman, race reported as american indian or alaska native, first pregnancy with significant medical history of gestational hypertension, anemia, and obesity reported. On (B)(6) 2022, she presented for induction at 41.1 weeks. On admission, her height was noted as 160 cm, weight (B)(6)., bmi 39.84, and hemoglobin (hgb) 10.6 g/dl. Her hgb at discharge was noted at 10 g/dl. On (B)(6), she had a cesarean section delivery after receiving oxytocin for induction for twenty-one hours. She received epidural anesthesia for delivery of an infant that weighed (B)(6) (macrosomia). The subject was noted to have postpartum hemorrhage (pph) related to uterine atony after her delivery. The crf noted that "unknown" there was lower uterine segment (lus) bleeding involved in this event for the question asking about lus involvement. Prior to initial jada insertion, this subject received uterine compression sutures, misoprostol, carboprost (2 doses), methergine (1 dose), and txa (2 doses). The cumulative blood loss prior to jada insertion was noted as 1700 ml, which is severe pph. Jada treatment was initiated on (B)(6) 2022, 1.18 hours after delivery of the placenta. The total in-dwelling time for jada was 7.67 hours and the total amount of blood collected in the canister during jada treatment was documented as 100 ml. The jada was noted as successfully stopping the patients pph. The patient received four units of red blood cells after jada treatment. The total blood loss for this case was 1800 ml. The patient received intrapartum antibiotics preoperatively for cesarean section and postpartum antibiotics (ancef) for jada use. On (B)(6) 2022, after jada device was inserted and successfully treated pph that uterine compression sutures and uterotonics failed to stop, the patient experienced an sae described as "postpartum tachycardia." This sae was reported as being treated with blood transfusion and resolution was achieved on (B)(6) 2022. The site described this as an unanticipated sae, that was possibly related to the jada device or procedure, and moderate in severity.